Event description:
This case was initially received via regulatory authority (medical device reporting team, reference number: mw5092161) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in her lower right side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), alopecia ("loss of hair") and malaise ("she got extremely sick") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, malaise and weight decreased outcome was unknown. The reporter provided no causality assessment for alopecia, malaise, pelvic pain, rash and weight decreased with essure. The reporter commented: ¿the seriousness criterion ¿hospitalization, disability/permanent damage, required intervention¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (medical device reporting team, reference number: mw5092161, on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in her lower right side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), alopecia ("loss of hair") and malaise ("she got extremly sick") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, malaise and weight decreased outcome was unknown. The reporter provided no causality assessment for alopecia, malaise, pelvic pain, rash and weight decreased with essure. The reporter commented: ¿the seriousness criterion ¿hospitalization, disability/permanent damage, required intervention¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.